Manufacturer narrative:
(B)(4).

Event description:
It was reported that this dual chamber pacemaker exhibited high out of range pace impedance measurements, measuring greater than 2000 ohms on the right ventricular (rv) lead. Subsequently, additional intervention was taken to explant and replace the pacemaker as well as surgically abandon and replace the rv lead. No additional adverse patient effects were reported.